Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11m34, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient needed to have the device explanted to have an MRI. The hcp removed the device and removed the lead partially. The lead fractured during explant and the electrode component remains implanted in the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.